Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed that the cassette was not attached properly. The issue was found during testing.

Manufacturer narrative:
H4 - device mfg date: correction. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "cassette not attached properly¿ was not able to be replicated due to the pump does not power up. The downstream occlusion (dso) sensor was replaced for preventive purposes. Further investigation found the device could not power up, and the upstream occlusion (uso) seal was delaminated. The device was repaired by replacing the printed wiring assembly (pwa) board, uso seal, and motor was replaced due to being unable to verify the motor odometer. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.